Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the male patient received the recalled left knee implant on (B)(6) 2014. On (B)(6) 2022, patient had a revision surgery on his left knee due to the deterioration of the polyethylene from the original implant as expected.

Manufacturer narrative:
H6. The revision reported in (B)(4) may have been the result of prosthesis wear. However, the reported prosthesis wear and potential contributions of implant positioning and/or patient-related conditions to the sequence of events cannot be confirmed as the devices were not available for evaluation and limited information was provided at the time of evaluation. G3. Date changed to reflect investigation results approval.

Manufacturer narrative:
The revision reported may have been the result of prosthesis wear. However, the reported prosthesis wear and potential contributions of implant positioning and/or patient-related conditions to the sequence of events cannot be confirmed as the devices were not available for evaluation and limited information was provided at the time of evaluation. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of loosening. The reported loosening could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.